Event description:
My gynecologist recommended that I have the essure procedure as a means of permanent birth control. The first attempt at implantation did not work on the right side. Needed a second procedure to finally get it in. Immediately after the procedure I would get crippling sharp pains on my right side where the essure was implanted. Overtime I also developed a menstrual cycle that never ended. It would lighten for approximately one week out of the month but still required me to wear a pad. After roughly a year, I switched gynecologists because I did not feel comfortable with a doctor who would recommend such a device. The doctor told me after ultrasounds and screenings that my only option was to have a total hysterectomy that would remove the tubes which held the coils. A hysterectomy at (B)(6) for a device that should not be recommended to any woman.